Manufacturer narrative:
X-ray system reviewed by quantum engineering at user site. User apprised, on site, of all findings and that system is not overexposing (their primary safety concern).

Event description:
User indicated that on (B)(6) 2013 at 11: 07 am, while performing a routine diagnostic x-ray, the generator initially functioned normally, and took an x-ray. Operator then heard the generator making a noise and noticed the generator control panel indicating "expose." The (B)(4) computer was unresponsive and just showed "waiting for post condition" with a progress bar. Fearing that the machine was still producing x-rays, because the operator console said "expose," the operator entered the room and immediately removed the patient.